Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (s/n: (B)(4)) was performed by a zoll service technician. The primary complaint of the console not detecting the air trap was confirmed during functional testing. To resolve the issue, the contaminated air trap sensor tunnels were cleaned. A review of the console's event log found no irregularities. The console performed as intended and met all specifications. The console is a reusable device and was manufactured on 31 december 2009. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm console with serial number (B)(4). The console passed all final testing criteria.

Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (s/n: (B)(4) ) was performed by a zoll service technician. The primary complaint of the console not detecting the air trap was confirmed. A review of the event log found no irregularities. Further evaluation found that the root cause of the issue was contaminated air trap sensor tunnels. After the sensor tunnels were cleaned, the console was functional. The console is a reusable device and was manufactured on 31 december 2009. The console performed as intended and met all specifications. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm console with serial number(B)(4) .

Event description:
It was reported that the thermogard xp ivtm console (s/n: (B)(4)) was restarted 5 times and passed the self-test only 3 times. According to the reporter, the console did not detect the airtrap despite multiple cleaning and drying and there were no blockage/debris on any of the sensors. There is no known patient consequences reported.